Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned their loaner evis exera iii gastrointestinal videoscope device for routine service with no allegation of a complaint at this time. Upon inspection and testing of the returned device on 13oct2023, foreign material was found lodged in the air/water nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated and the following defects were found: 1.label on scope connector is peeled. 2.due to damage on bending section cover, insulation resistance value at distal end does not meet the standard value. 3.due to clogging of nozzle, air supply volume does not meet the standard value. 4.due to clogging of nozzle, water supply volume does not meet the standard value. 5.plastic distal end cover has a crack. 6.the nozzle is clogged. 7.adhesive on bending section cover has wear. The customer answered the following questions: 1.has this device been used on a patient with foreign material attached to the device? Unknown. 2.can you please check if the device was reprocessed before the device was sent into the repair center? The device was not reprocessed before return to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material remained in the air/water (a/w) cylinder and a/w channel since the subject device was returned to olympus without conducting a reprocessing at the facility. The event can be prevented by following the instructions for use (IFU): the instruction manual gif-h185 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif-h185 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.